Event description:
Pt presented to the o.r. For a laparoscopic repair of incisional hernia. During the procedure, the surgeon used the suture passer to assist in pulling the sutures through to anchor the patch to the anterior abdominal wall. At that time, the tip of the needle broke off while the instrument was inserted into the fascia. During the second attempt with another suture passer, the tip of the needle broke off again. Both tips were retrieved with the use of fluoroscopy and there was no injury to the pt.